Event description:
Over 70-year-old male with hx (history) of cad (coronary artery disease), t2dm (type 2 diabetes mellitus), afib (atrial fibrillation) on eliquis, ckd stage iii (chronic kidney disease), htn (hypertension), hld (hyperlipidemia), prostate cancer, osa (obstructive sleep apnea) who presented to sister hospital ed (emergency hospital) on [date redacted] complaining of intermittent exertional chest pain. Per provider note: patient refused bypass surgery and high-risk percutaneous intervention was undertaken. The distal left anterior descending could not be dilated despite multiple balloons and could not be crossed with lithotripsy. During wire exchange with plans for atherectomy, the exchange catheter broke with the tip left in the distal left anterior descending at the calcified lesion. This could not be crossed and after discussion with cardiothoracic surgery the decision was made to leave this area with occlusion. The mid left anterior descending at the 1st diagonal bifurcation was stented as well as the 1st diagonal. Impella left ventricular assist device was utilized for hemodynamic support. Patient transported to ICU for closer monitoring. Initial event severity rating: event reached patient- caused significant harm or required major intervention. Event description: patient in procedure for left heat cath, catheter tip broke inside patient, md consulted surgery, procedure continued, patient coded, rosc (return of spontaneous circulation) restored, impella placed and patient transported to ccu (critical care unit).